Event description:
It was reported that the preloaded intraocular lens (iol) was explanted. The reason for explant is unknown. Patient status is unknown. Through follow-up with the facility, it was learned that the surgeon fully inserted the lens and the patient had some sort of "reaction to it", therefore it was removed in the same procedure and replaced with an anterior chamber lens. The patient's operative report for the left eye cataract surgery was also received, which reported that there were no complications. The description of the procedure included the surgeon's standard pre-operative and intra-operative surgery steps which were followed. Zonular dehisense was noted. A capsular tension ring was placed. Half of the nucleus was removed via phacoemulsification. For improved capsular support an iol placement was attempted without success. The iol explanted without difficulty. Anterior vitrectomy was performed with a combination of vitrector and scissors at the wound. An anterior chamber (ac) iol (non j&j iol, 18.5 diopter) was placed and the wound was closed with a 10-0 nylon sutures. The patient was discharged with same day follow-up with retinal specialist. The incision sites were hydrated with bss and annula. One vial of omidria was used in the irrigation bottle throughout the case. The incision was inspected with a wekcel sponge and were found to be water tight. The eye was inspected and the ac was deep, the pupil round, and the lens was in good position. Several drops of antibiotics were instilled in the patient's eye. The operated eye was then covered with a fox shield. The patient tolerated the procedure well and was transferred to recovery in good condition. Moxifloxacin 0.25ml was placed in the ac and dextenza 0.4mg was placed in inferior puncta for pain management. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h6: health effect: impact code: 4625 unplanned vitrectomy, 4625 sutures. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.